Event description:
It was reported that the atrial lead warning was triggered due to low impedance. The lead remains in use. No patient complications have been reported as a result of this event. It was reported that the atrial lead warning was triggered due to low impedance and that there were 106,000 low impedance paces and 3,000 short mode switch episodes recorded. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.